Event description:
It was reported that during the lobectomy surgery. After fired, noted that a few staples formed with irregular shapes and anastomotic site was oozing. Changed another one to continue the surgery, the same problem happened again. It is unknown that how to stop oozing. There was no patient consequence reported, no additional information could be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2024. D4: batch # 161c06. Investigation summary the product was returned to ethicon for evaluation. Visual inspection was on the returned reload. Visual analysis of the returned sample revealed that the ecr60b reload was returned unfired with pan partially dislodged at the proximal end from the left side. No functional test was performed due to the condition of the reload. Additionally, photo was provided and it showed one packaging of one psee60a device, and two cartridges with their packaging, no more information could be obtained from the provided photo. Although no conclusion could be reach on the cause of the reported event "malformed staple" and "hemostasis controllable" , the instructions for use do contain the following caution: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as no damage or defect related to reported event "malformed staple" or "hemostasis controllable" was found during the inspection. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the finished device batch number 161c06, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide more details of type of oozing 2. How was the bleeding controlled? Unknown. 3. How much blood was lost (ml)? Unknown. Not too much. 4. Did the patient require a transfusion? No.